Event description:
After foley catheter was placed, I observed that the foley catheter did not drain properly into the urine collection bag from the urine meter box on the front of the set; the plastic collection bag appeared to be sealed internally. The urine would come down the tubing and into the urine meter, but could not pass into the collection bag from the urine meter. After getting two other rn's (registered nurse) opinions, we got a new bag and replaced the bag without needing to replace the catheter. The new bag had the same issue and would not drain urine into the bag, only into the urine meter. The set was able to be used, but staff had to keep emptying the urine meter on the front of the bag frequently since it would not drain into the collection bag.